Event description:
It is reported that when the surgeon was tightening the crimp with the screwdriver, the crimp part broke and therefore was unable to completely tighten it. As a result the cable had to be cut off and another one had to be used.

Manufacturer narrative:
Evaluation summary: the cap screw on the crimp device is fractured due to overload in torsion and is confirmed by sem analysis. Crimping does not require a lot of force if 3 mm manual screw driver provided in the cable ready set is used. It could fracture if a power device is used or off-axis seating of the driver leading to application of uneven torque distribution. The fracture could also be due to insufficient or worn out screwdriver. However, this cannot be determined as the driver is not returned. There have been no prior reports of this failure and is unlikely this would have caused due to design non-conformity. Results and conclusions: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy analysis (sem) / energy dispersive spectroscopy (eds) analysis was performed.